Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units batteries did not last long enough. The ICU rn reported that the battery on the cs300 had been exhausted after approx. 35 min. He described that they had taken the patient to and from a CT scan and on return to the room the pump shut off. He says that a ¿low battery¿ alarm sounded approx. 2 min prior to shutting off. There was no adverse effect to the patient as they had arrived back to the room and could plug the pump in allowing the therapy to resume. The main power toggle switch was in the ¿on¿ position.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings,component code, investigation conclusions),h10. Additional contact information : (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced battery and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.